Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) (B)(4).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. The fse exercised the iabp unit on a catheter for several hours without fault, as well as verified the scroll compressor and back-panel fan functioned correctly. Moreover, in efforts of rectifying the issue, the fse vacuumed out some dust build up within the back panel system fan and the compressor, as well as re-seated all cable connections to back plane board. Additionally, the fse replaced the following parts, as a courtesy, as it was reported that said parts were either misplaced or discarded: cable,ECG lead,or,5l,aami and cable,bp transducer adapter. Moreover, the battery pack, li-ion was due for replacement as part of the pm service. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient treatment, the cardiosave intra-aortic balloon pump (iabp) had an error message system stating "over heat temperature." It was also reported that the iabp unit was swapped out. No patient harm, serious injury or adverse event was reported.